Event description:
Customer reportedly obtained results of 65 mg/dl, 257 mg/dl, and 210 mg/dl on the aviva system within 10 minutes. Customer took 500 mg glucophage in response to the results. No adverse event reported. Requested return of suspect system and replacement was sent. Information suggests comparison performed in the home.